Manufacturer narrative:
The reported event of elevated capture threshold was confirmed. As received, a complete lead was returned in two pieces measuring 7.0 cm and 42.2 cm, respectively. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil was noted at 7.9 cm to 9.7 cm from the distal tip. The cause of the reported event was isolated to external abrasion consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.